Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat # unknown, lot # unknown, description: unknown OEM - mitch head, manufacturer: depuy. Cat # unknown, lot # unknown, description: unknown OEM - mitch cup, manufacturer: depuy. Not returned to the manufacturer.

Event description:
Patient who had an original implant of the competitor and stryker system in (B)(6) 2009. The claimant was subsequently revised on (B)(6) 2020.